Manufacturer narrative:
Date of event: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient experienced a jump in stimulation last month ((B)(6) 2019) on their adaptive stimulation (as) programming. The patient felt their stimulation increase while in mobile position from 2.6v to 3.3v. The patient stated that they had never had a different setting for mobile. The patient adjusted it down to 2.6v and it saved there. During the appointment with the manufacturer representative, the programmer reflected 2.6v for mobile. The patient explicitly saw 3.3v on the patient programmer. It was noted that per the patient the implantable neurostimulator (ins) was implanted for their gall bladder. The manufacturer representative did not have sessions reports from the past for the patient so it was unclear what the patient was previously programmed on. The patient was instructed that if the issue occurred again they should make a note of when and where it occurred so that the session reports could be followed up on in the future. No further complications were reported.